Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the cartridge loading process, air was continually being removed from the cartridge. Customer could not trouble shoot at the time of the report. Customer's blood glucose was 274 mg/dl and an insulin injection was administered. Upon follow up, customer loaded another cartridge and insulin delivery was resumed.